Manufacturer narrative:
Pump did not start / use against labeling: the pump was not returned for investigation. Clinical details indicate that the wire was not completely removed before the physician asked for the pump to be started. After the wire was removed, the second and third attempts to start the pump failed. The device was unplugged from the aic and plugged back in, but another attempt was unsuccessful. Data log was not provided or retrieved from the remote server. The cause of the pump not starting was not determined without returned product investigation and sufficient clinical details, including data logs. As per the ify, guidewire should be removed before pump start. The cause of the use against labeling issue was most likely use-related. The complaint pump s/n 1988143 passed all post sterile inspection checks.

Event description:
The user facility reported that a 60 a year old male patient experienced unsuccessful impella pump start while the wire had not been completely removed. A second impella 5.5 was successfully implanted. No patient injury was reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.